Manufacturer narrative:
Single use device from no to yes. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was initially reported by the eye care professional (ecp) on (B)(6) 2017 via telephone, regarding a patient with corneal ulcer on eye-unknown. No other information was provided. At the time of the report, the patient's eye status was unknown. Additional information was received on (B)(6) 2017 from ecp via telephone that patient have switched to a different brand of lenses and symptoms have resolved. Additional information was received on (B)(6) 2017 from ecp via telephone that the affected eye was on the left (os). No additional information can be obtained.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).